Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that something was going on with their pacemaker which was draining the battery faster than it should be draining. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.